Event description:
A pump declared alarm 30 during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer switched to using an insulin pen for backup, and technical support arranged for the pump to be replaced as it was still under warranty.